Manufacturer narrative:
No patient information provided as no patient was involved in this concern. A medtronic representative went to the site to test the equipment. The imaging system failed imaging modalities. Mvs will not power on and was found that the ups failed. The medtronic representative replaced the mvs ups. The imaging system then passed the system checkout and was found to be fully functional. Issue resolved with part replacement. The device was returned to the manufacturer for analysis. Investigation of the power supply ups with switch confirmed reported problem "ups makes clicking sound with ac power applied." Ups would not charge the batteries that the unit was returned with. Installed known set of fa batteries, ups passed 5 min load test. Diagnosed problem: batteries bad, not accepting a charge. The hardware investigation found that reported event was related to an electrical failure mode. The battery would not hold the charge. This event was identified during a retrospective review as discussed with the FDA (B)(6) on april 7, 2016 via medtronic navigation, inc. Response to 3/17/2016 FDA-483 fei: 3004785967. This review was performed as a result of recent changes/improvements to the medtronic navigation, inc. Medical device report (MDR) review process and is for non-adverse event reportable malfunctions within the last two years where the reported malfunction was not previously associated with serious injuries. Similar malfunctions that had resulted in significant delays of surgery or required additional intervention had been reported as MDR serious injuries. Based on this 483 observation, the reporting determination has been revised to consider these malfunction events reportable. This process change resulted in an overall increase in the number of mdrs filed by medtronic navigation, inc., since april 2016. It should be noted that this increase is not the result of the discovery of new product problems, but rather the result of a broader interpretation and application of the regulations within our processes.

Event description:
A medtronic representative reported that the imaging system mobile view station (mvs) wound not start up for the site. While troubleshooting, the site confirmed it was the uninterruptible power supply (ups) because they were able to plug the computer directly into the wall. There was no patient present when this issue was identified.